Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was unable to fire the stapler because it was blocked. The reload was changed, but the mechanism got stuck. A new handle was used to complete the procedure. There was no medical intervention or patient injury. No additional information can be provided by the account.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during an open procedure, the surgeon was unable to fire the stapler because it was blocked. The reload was changed, but the mechanism got stuck. A new handle was used to complete the procedure. There was no medical intervention or patient injury. No additional information can be provided by the account.